Event description:
The patient reportedly had a wound infection at the incision site. The patient was admitted to the hospital and the infection at the incision site was cleaned out. The patient is being monitored.